Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2016. It was reported the patient had heard the pump beeping the last 3-4 days. It started as a single beep and then two days later it went to beeping every 10 minutes. The patient did not know when his next refill was due. No symptoms were reported. The patient was sent to the emergency department. The pump was refilled and the patient was doing well. Per the hcp the patient let his alarm date pass despite numerous phone calls to schedule an appointment prior to the alarm date. The patient had an appointment with the physician for (B)(6) 2016 for a possible refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.